Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified distal left circumflex (lcx) artery. A 24 x 2.50 promus premier stent was advanced but failed to cross the lesion. The physician tried to cross the stent using a non bsc guide extension catheter, but still failed to cross the lesion. When the device was removed, it was noted that the stent was lifted. The device was removed and the procedure was completed with a non bsc stent. No patient complications were reported and the patient's status was good.